Manufacturer narrative:
This is a follow-up report to a medwatch submitted on prid (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: raynaud's phenomenon, nipple discharge, rupture.

Event description:
Patient reported right side "nipple discharge" as well as "raynaud's phenomenon" with no mention of treatment or surgical reoperation. Healthcare professional later reported "rupture". Device has been explanted, replaced, and discarded.